Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker was checked and showed 7.5 years and depleted to 5.5 years. Boston scientific technical services (ts) stated that this device appears to be depleting normally. This device remains in service. No adverse patient effects were reported. Additional information received indicates that this device was surgically explanted. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was checked and showed 7.5 years and depleted to 5.5 years. Boston scientific technical services (ts) stated that this device appears to be depleting normally. This device remains in service. No adverse patient effects were reported. Additional information received indicates that this device was surgically explanted. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to field h10. Additional MFR narrative this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited high output due to sensing high atrial rates which affected this device's longevity. Moreover, signal artifact monitoring (sam) patch was enabled and also contributed to the increased in power consumption. The pacemaker remains in service. No adverse patient effects were reported.